Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience pneumothorax after the implant of a cardiac resynchronization therapy pacemaker (crt-p). The patient has recovered and the crt-p remains in use. No further patient complications have been reported as a result of this event.